Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) did not meet expected longevity. The battery indicated there were ten months left, however on trans telephonic monitoring (ttm) it was found that the device had a magnet rate of 65 beats per minute. Magnet response was not able to be obtained after the programmer session. Fully automated self test indicator was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.